Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the electrode belt was unable to complete incoming functionality testing. Upon investigation, ECG d was severed and missing. The root cause for the missing ECG was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable.